Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (concentration unknown; dose 105mcg/day) via an implantable infusion pump. Patient history included intractable spasticity and multiple sclerosis (ms). The patient had been misdiagnosed in 1995 and got worse and worse until it was determined what the cause was and the patient was diagnosed with ms in 2013. The patient was receiving botox injections in both legs and oral baclofen 40mg twice daily prior to pump implant to help. The patient was implanted with the infusion pump on (B)(6) 2015 at which time the patient went down to 20mg twice daily of oral baclofen. Since pump implant the patient had not gotten the relief that she expected or hoped for. The patient was upset and currently needed a wheelchair when she did not need a wheelchair prior. The patient's upper knee hurt really badly and she got spasticity down her leg and up to her thigh. The symptoms returned one week after the pump was implanted. The patient's dose was being titrated up slowly and the patient returned to taking 40mg twice daily oral baclofen two weeks ago. The healthcare provider (hcp) was titrating the dose up slowly so he would not make the patient's legs too loose. The hcp asked the patient to not get the botox injections so that they could see how the patient was doing with the titrations. The patient called her neurologist on (B)(6) 2015 to get diazepam for her spasms which the patient normally did not take. The patient also got her normal medications of tramadol and oral baclofen. The patient had an appointment scheduled with her hcp on (B)(6) 2015. Patient outcome was unavailable at the time of the report. Additional information was received from a consumer indicated she did not want the manufacturer to contact her follow up doctor again about her issues. The patient was upset because she still had not received her ID card and she has not been helped. The patient has had a MRI of her foot since she has had the pump, but now needed an MRI of her lower back to determine if the catheter was in the right location and to diagnose a pinched nerve. It was noted the patient was given the wrong medication, had :bad muscle spasms" and spent eight hours in the hospital because of it. The patient was still on oral medications.